Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a common femoral vein using the pre-close technique via a 7f sheath hole prior to an interventional ablation procedure. Reportedly, the suture was not attached when withdrawing the plunger, resulting in a cuff miss "[suture retrieval issue]" with a prostyle device. When attempting to remove the device, the foot was unable to retract. Surgical intervention was performed to remove the device and achieve hemostasis. The ablation procedure was cancelled. No additional information was provided.